Event description:
Unit alleges blood head on gambro plate for dialyzer. Patient on hemodialysis machine 10 minutes and machine alarmed. Bld in dialysate (+) per hcp. Blood not returned to patient ebl 250cc per hcp. Loss of dialyzer and broken venoset arterial linesdevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.